Event description:
In 2006 - 3rd line that was leaking from the exit site. Infusion of amphoteracin (which is very yellow), it was very evident that this treatment was coming out from the exit site / hole in catheter. Line removed as it continued to leak.

Manufacturer narrative:
The product has been returned to the manufacturer and is currently being evaluated. Results are expected soon.